Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient was unable to obtain stimulation the left side of her body. The sjm representative met with the patient for reprogramming, however, the issue could not be resolved. The physician had an x-ray taken which revealed the lead may be right of midline. It was reported, the patient had requested a procedure to address the issue. The patient was to work with the physician regarding the issue.